Event description:
It was reported that the device was found to have had a broken piece next to the leds. No medical intervention and no adverse consequences were reported with this event. There was no reported patient involvement or delays to a surgical procedure.

Manufacturer narrative:
It was determined after receiving further clarification from receipt of the device that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event. The piece of the device that was originally described as being separate from the device's led assembly was verified to be part of the led assembly. The assembly is a large, visually apparent piece of the device that would not share the same potential risk and harm as an independent or unknown component as originally described.

Event description:
It was reported that the device was found to have had a broken piece next to the leds. No medical intervention and no adverse consequences were reported with this event. There was no reported patient involvement or delays to a surgical procedure.